Event description:
Technician alleged that the pt right siderail does not stay up. No pt injury.

Manufacturer narrative:
The technician found the latch mechanism was dirty with some type of dried liquid causing the outer pins not to engage. The technician cleaned out the latch assembly and lubed the latch assembly to resolve the issue.